Event description:
Nurses were called to room at 5:50 pm and noted resident in acute respiratory distress. Ngt was completely visible except for approx 6-8 inches remaining in nose. Pump was turned off and ngt removed by licensed rn. Resident was diaphoretic.